Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that they could not pinpoint the exact date when the patient first started experiencing issues regarding their first catheter replacement on (B)(6) 2017. The original catheter was replaced since it was old, but that new catheter was implanted (B)(6) 2016 just never seemed to work well even though the dose was increased. The patient became tighter after the (B)(6) 2016 catheter replacement and got so tight that she could no longer ambulate. The patient was already getting tighter with the original catheter and was suspected a catheter issue which is why it was replaced in (B)(6) 2016. The patient experienced increased spasticity despite dose increases following the catheter replacement leading to inability to ambulate. The managing nurse practitioner stated that the itb therapy had stopped working as well and she referred the patient to have the catheter replaced since it was so old. No other diagnostic steps that were taken were known.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the diagnostics included were a side port aspiration and x-rays. The periodic bolus dosings were also tried. The cause of the catheter replacement was a catheter kink.

Event description:
Additional information received from the manufacturer representative. It was reported that the representative was in the operating room. The patient was going to have a possible pump and possible catheter revision. The patient had some loss of therapy issues but no volume discrepancies at refills.

Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# n618986001, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Product ID 8703w, lot# j0056609r, implanted: (B)(6) 2001, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal compounded baclofen 1000 mcg/ml at 665 mcg/day (before surgery). The indications for use were intractable spasticity and cerebral palsy. The patient and hcp reported that intrathecal baclofen (itb) therapy had not been effective since the catheter was replaced on (B)(6) 2016. Spasticity had worsened since that time, and the patient had gotten so tight that she could no longer ambulate and had to use a wheelchair full time. There were no known environmental/external/patient factors that may have led or contributed to the issue. One hcp had been able to aspirate the catheter in the office and had gone up on dose, but the patient was still tight. The hcp referred the patient back to neurosurgery to investigate the catheter. Another hcp discovered a kink in the catheter near the anchor at the spinal segment. The hcp cut the catheter at the location of the kink. A 25mcg bolus was run over 2 minutes. The hcp saw good flow coming from the pump segment. The hcp spliced the catheter back together using a new connector from the 8785 kit. The catheter revision occurred on (B)(6) 2017. It was unknown if the issue was resolved. The patient¿s status was alive ¿ no injury. The patient¿s dose was decreased to 300 mcg/day after surgery. It was noted that the patient¿s medical history included cerebral palsy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.